Event description:
The customer reported that the clear insulation became damaged and arcing of monopolar energy onto adjacent tissue was observed. There was no tissue damage or injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.